Event description:
The reported event was that a patient had a burn of an unknown degree on the skin of the left breast that required the tissue to be excised and sutured. An isi product (monopolar curved scissors) was in use along with a third party laparoscopic grasper instrument. The source of the burn was suspected to be caused from the third party instrument coming into contact with the monopolar curved scissors instrument and allowing energy to travel up the grasper to the patients skin, based on the information from the surgeon and nurses in the room during the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).